Event description:
Consumer stated that the first time he did the fit it didn't feel good. When he re-boiled it to try again, it seemed to almost fall apart. He used the second one and it did the same thing.

Manufacturer narrative:
The consumer stated that the first time he did the fit it didn't feel good. When he re-boiled it to try again, it seemed to almost fall apart. He used the second one and it did the same thing.